Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral delivery system and partial introducer sheath was returned for evaluation. The touhy-borst was tight in place. No bends or kinks to the delivery system or sheath segment were identified. The sheath was returned cut approximately 8.6cm from the distal end of the hub. The filter was received stuck inside the sheath. No other anomalies were noted. Functional/performance evaluation: the filter was deployed using a mandrel. All 6 legs/feet and 6 arms were present and intact. No limbs were crossed upon removal from the sheath. The introducer sheath hub was sliced open longitudinally and skiving was identified. No other anomalies were noted. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance and dislodged or dislocated as the filter was returned stuck in the sheath and the delivery system was returned separated from the filter. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral vena cava filter deployment procedure, while advancing the filter through the deployment sheath the filter detached from the delivery system and could not be advanced. No attempt was made to deploy the filter. While maintaining access, the filter system was exchanged for another that was deployed successfully. There was no reported patient injury.